Event description:
During an attempt to treat a lesion with a 3.5x38mm endeavor resolute drug eluting stent in the rca which exhibited 75% stenosis in the prox ¿ mid rca, the stent failed to cross the mid rca. The lesion was pre dilated. There is no injury to patient. Evaluation summary: the stent was not returned with the delivery system. Crimp impressions were present along the balloon.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (embolization). Patient's condition affected effectiveness of device (lesion morphology). Evaluation conclusion: known inherent risk of procedure (embolization). Device failure/lack of effectiveness related to patient condition (lesion morphology). (B)(4).